Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the battery and lead site. Upon physical examination, the physician noted that there was tenderness over the battery site. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the battery and lead site. Upon physical examination, the physician noted that there was tenderness over the battery site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the pain was normal. The patient was doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.